Event description:
Cook (B)(4) reported for the customer, "catheter fractured." Rep to provide further info. Info provided by (B)(4). "The rep advised that the fragment migrated to the lung artery. He is meeting with the customer tomorrow and will provide info and hopefully images after that." Complaint form received (B)(4)-2011 and states: port was checked after not having been used for 3 months and it was found that the catheter had separated. The fragment migrate to pulmonary artery. The catheter fragment was retrieved using a catching loop. Catheter fragment migrated to the pulmonary artery and had to be retrieved with a snare. The retrieval took place in a separate procedure. No adverse effects on the pt were reported.

Manufacturer narrative:
(B)(4). Engineering reported, "a mini port body, catheter lock w/ attached locking sleeve and two segments of silicone catheter (7.5cm and 45cm) were returned. The shorter segment was assembled to the port body. Two suture holes had been used. Burnishing was found on the od and facing surfaces of the fractured catheter." Engineering stated, "burnishing could indicate that the fracture developed over a period of time. The two surfaces rub against each other as the fracture propagates through the cross section of the catheter. Characteristics of the fracture could indicate that the catheter was repeatedly pulled or rubbed against a rigid body. It is possible that pt anatomy along with repetitive motion could lead to these circumstances." Engineering stated, "none. No non-conformities were found during the investigation."